Event description:
Husband with an anesthesiologist at county hosp in (B)(6), placed a call to notify wife of anesthesia machines failing. Keep turning themselves off. No pt involved. Machine is part of a recall.